Manufacturer narrative:
The pdm will not be returned for eval. We are unable to confirm any malfunction of the device that may have caused or contributed to the programming of unintended bolus deliveries. Additionally, we are unable to review the device's history logs to identify any suspect bolus deliveries. Without the pdm returned for investigation, no conclusion can be drawn. Note: the customer no longer has the pod associated with this event. Without the device returned for investigation, no malfunction can be confirmed that may have resulted in an over-delivery of insulin, which would have contributed to the customer's low bg levels. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin.

Event description:
The customer's father reported that his daughter "woke up having a seizure." Her bg levels were not checked at this time - instead, she was given a glucose shot and "some icing in hopes of raising her blood sugar level." The customer was then hospitalized and the pod she had been wearing was removed. After reviewing the pdm, the father "noticed a bolus was delivered last night"; he claims that his daughter had not programmed this bolus. Insulet customer support explained that in order for the pdm to administer a bolus, the customer would have had to have gone through a series of manually-entered steps; the father was still of the opinion that "no one had delivered that bolus to her." Customer support informed the customer on how to "lock" the pdm to "prevent any accidental entries." The pdm will not be returned for eval.